Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 07-oct-2015. The most recent information was received on 07-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Medical conditions: on (B)(6) 2011, hysterosalpingogram was done. Numerous tests (unspecified): doctors concluded she was healthy. Concurrent conditions included body mass index, benign ovarian tumour, tobacco user, uterine bleeding and menses irregular. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"), 1 month 11 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel") and blister ("blistering around wedding ring"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced hot flush ("intense and frequent hot flashes"). On an unknown date, the patient experienced investigation noncompliance ("I did not have the follow up test, every time she was scheduled she was told the machine was broken"), fatigue ("fatigue"), the second episode of menorrhagia ("menorrhagia"), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("complaints, all symptoms, doctors concluded she was healthy it was just hormones"). The patient was treated with surgery (bilateral salpingectomy with cornual resection and repair with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, investigation noncompliance, hormone level abnormal, fatigue, dysmenorrhoea and the last episode of menorrhagia had not resolved, the anxiety, depression, genital haemorrhage, vaginal haemorrhage, migraine, headache, vaginal discharge, weight increased and abdominal pain outcome was unknown and the allergy to metals, blister and hot flush had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, blister, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, investigation noncompliance, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Current weight as of (B)(6) 2018: 155 lbs. Approximate weight at the time of essure placement 148 lbs. Left 3 right 6 trailing coils were noted. Number of devices opened: 1 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Pathology test - on (B)(6) 2017: final pathologic diagnosis: bilateral fallopian tubes, bilateral robot ic salpingectomy : - two segments of fallopian tubes, full cross sections evaluated. Clinical history: pelvic pain , dysmenorrhea, menorrhagia. Specimen(s ) received: bilateral fallopian tubes s17-33862. Concerning the injuries reported in this case, the following once were confirmed in patient's medical record: genital haemorrhage, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel; blistering around wedding ring, migraines, headaches, vaginal discharge, weight gain, intense and frequent hot flashes, abdominal pain, she did not underwent essure confirmation test. Event outcome was updated for the event: hot flashes, allergic reaction, blistering when wearing wedding ring. Event onset date was added. Reporter information was added. Concomitant conditions were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014·n·0736-1449) on 07-oct-2015. The most recent information was received on 12-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), investigation noncompliance ("I did not have the follow up test, every time she was scheduled she was told the machine was broken"), hormone level abnormal ("complaints, all symptoms, doctors concluded she was healthy it was just hormones"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy with cornual resection and repair with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, investigation noncompliance, hormone level abnormal, fatigue, dysmenorrhoea and menorrhagia had not resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, hormone level abnormal, investigation noncompliance, menorrhagia and pelvic pain to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Diagnostic results: on (B)(6) 2011, hysterosalpingogram was done. Numerous tests (unspecified): doctors concluded she was healthy. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-mar-2018: event adverse event "all symptoms, doctors concluded she was healthy it was just hormones" was deleted and new events were added- pelvic pain, fatigue, dysmenorrhea, menorrhagia, anxious and depressed. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.